Manufacturer narrative:
During follow-up, it was reported that a battery failed alarm was present. No further details were provided. The engineer reported that the battery was replaced, and the issue was resolved. The unit has been returned to service.

Manufacturer narrative:
Upon further investigation, the reported issue was found during start-up during the daily check. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the customer's device had a battery failure. The issue was found while the device was in clinical use. No patient or user harm reported.